Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 348mg/dl. The caller stated that the device was exposed to a high magnetic field. Advised the customer that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test, followed by a motor error alarm during the rewind due to the motor encoder signal being out of phase.